Event description:
Per the customer there is a concern of canister values. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.